Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 105 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.